Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported continuously receiving a motor error alarm on the insulin pump during prime. Customer stated that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 314 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.